Manufacturer narrative:
Product is not being returned to the manufaturer. Doctor was unable to locate insert in the patient.

Event description:
"Blue piece of babcock insert came off and was lost in patient." Patient is fine.